Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. Strokes/cvas can occur during or after impella support, and can be either ischemic or hemorrhagic. To make a determination as to the cause of the stroke, the following clinical information must be considered: patient's medical history, including any previous strokes, cardiovascular disease, or risk factors such as hypertension, diabetes, or atrial fibrillation. Timing of the stroke in relation to impella support (during or post-implant). Detailed description of the symptoms experienced by the patient. Neurological examination findings and any focal deficits observed. Diagnostic imaging results, such as CT scan or MRI of the brain, to identify the type and location of the stroke (ischemic or hemorrhagic). Laboratory test results, including coagulation profiles and cardiac markers. Any relevant procedural or device-related factors, such as duration and settings of impella support, presence of embolic protection devices, or any documented procedural complications. Response to any previous anticoagulation or antiplatelet therapies. Evaluation of potential alternative causes of stroke, such as arrhythmias, embolic sources, or underlying vascular pathology. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined. This report is being filed as part of a retrospective review of historical records. G2 foreign: from no to yes.

Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 35-year-old female on impella cp for mechanical circulatory support. It was reported that the patient on impella cp had cerebral vascular accident. The patient¿s neurological status is unclear. An evaluation was on going, sedation was stopped, but no adequate response. The patient is stable on support. The patient opens eyes but no response. The stroke is confirmed, still ventilated, cardiac computed tomography planned for patient and left ventricular assist device scheduled.